Event description:
It was reported that patient underwent a left shoulder open reduction internal fixation procedure on (B)(6) 2014. During the procedure, five subchondral support pegs would not lock into the humeral head of the plate. Surgeon attempted to remove the plate but was unsuccessful as one of the subchondral support pegs would not disengage. The plate was reimplanted and five new support pegs were utilized to complete the procedure. A delay of an hour and a half occurred.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 5 mdrs filed for the same event (reference 1825034-2014-06929 / 06933).